Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with a balloon rupture. The reported inflation difficulty was confirmed. Based on visual, and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x6mm nc trek balloon dilatation catheter (bdc) had an inflation issue. There was no adverse patient effect and there was no clinically significant delay in the procedure. The procedure was completed with another same-sized nc trek bdc. No additional information was provided.